Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead removed due to an infection. No replacement system has been placed at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.